Event description:
I had surgery for stress incontinence in 2008. A suburethral sling/mesh was put in, and I have experienced intense groin pain in my right groin, shooting down to my right knee and numbness in my toes. After visiting a neurologist, she believes I have two entrapped nerves and weakness in my right leg. I am taking gabapentin for nerve pain, and advil for additional pain. MRI is this week. I do not know the name of the product that was used, but I will ask the doctor. Dates of use: 2008 -- 2009. Diagnosis or reason for use: stress incontinence after vaginal delivery of twins.